Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm and a motion sensor test failure alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was exposed to MRI. The customer stated that they were reverting to their new insulin pump. The insulin pump will not be returned for analysis.